Manufacturer narrative:
The issue interfered with the patient receiving tubing. Was able to reconnect the tubing without harm to the patient.

Event description:
09487 difficulty connecting extension cord and oxygen cannula.  Report indicates delay in critical therapy.

Manufacturer narrative:
The issue interfered with the patient receiving tubing. Was able to reconnect the tubing without harm to the patient. No returned product, no picture of defect. Complaint cannot be confirmed. Customer is using 2" connector with non-airlife branded cannula and oxygen tubing. No lot# provided, no further investigation can be conducted. Sales manager did not have any further information when asked on 5/31/2024. Most likely root cause of issue is customer is not connecting the cannula and tubing properly. Per (B)(4), ultimate risk is considered "low risk".

Event description:
09487 difficulty connecting extension cord and oxygen cannula.  Report indicates delay in critical therapy.